Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision may be the result of the patient¿s reported pain and swelling, caused by prosthesis wear and instability. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that an 82 yo male patient, who had bilateral knee replacements, initial left knee implanted on (B)(6) 2009, underwent a revision procedure on (B)(6) 2023, approximately 13 years 9 months post the initial procedure. The patient presented to the surgeon¿s office with complaints of pain, swelling, instability and dissatisfaction with their tka¿s. The left hurt more than the right at this time. The patient underwent a poly insert and patella implant swap. The patient had recalled poly implants. There were no device breakages or surgical delays reported. The patient was last known to be in stable condition following the event. Device images and x-rays were provided. No device return anticipated. The implant was sent to the lab and legal at the hospital. No further information known. Right knee reported under 1038671-2023-02062.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer d10: concomittants: 200-01-03 - cemented cr femoral sz 3 8556009 200-04-34 - cemented finned tib. Tra sz 3f/4t 1544958 200-05-23 - inset patella 23mm 1537610 additional information, including the product investigation, will be submitted within 30 days of receipt.